Event description:
It was reported that during an implant procedure, the lead was placed in the epidural space but the physician had difficulty advancing the lead further due to the stylet sticking during insertion. The original stylet was removed and subsequent stylets were used without success. A new lead was used with no further complications. The removed lead was disposed of at the health care facility. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient was fine and getting good coverage.

Manufacturer narrative:
Lead model 3776, lot # v780883020, implanted: unk, explanted: unk; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk lead, model 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; recharger model 37752, serial # (B)(4).